Manufacturer narrative:
The device was returned for evaluation. The DHR shows no abnormalities related to the reported failure. The lock had rotational movement, and was difficult to lock and unlock. However, the device functioned as intended and passed all functional tests. Complaint was unconfirmed, as the product functioned as intended. UDI (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp does not lock. There was no known patient contact, injury nor delay in surgery reported.